Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2021 wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03212. It was reported the patients leads displayed high impedance following a trauma. Surgical intervention may be pending to address the issue.